Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and an additional follow up submitted.

Event description:
The user reported that an esophageal stent broke into two pieces during a routine removal. The stent was caught on the upper esophageal sphincter during removal. No implant date or lot number was provided. No harm or injury to the patient was reported.